Manufacturer narrative:
This investigation is ongoing.

Event description:
The user facility in the united kingdom reported particle noted in phaco sleeve, and alternative phaco handpiece and needle were used to continue procedure. They believe the plastic end of the needle wrench had been used to fully tighten needle. No clinical consequences. No patient impact. Unknown lot number. Later they reported the particles were removed from the patients eye during phacoemulsification. It was reported they had some concerns after the operation that there may be particles remaining within his patient's eye.

Manufacturer narrative:
Correction: h6 type of investigation 1 from 4116 to 4114.

Manufacturer narrative:
The product evaluation has been completed. One small plastic vial was returned in a plastic bag. The pack components were not returned. The part number and lot number cannot be verified or determined. The vial contained one white particle. The particle is hard to the touch. The particle was approximately 1347 microns long by 653 microns wide. No components were returned for inspection, only the particle the source and origin of the particle cannot be determined. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
No further particles identified and there was no 1 day post op examination.